Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Results from memory are: (B)(6) 2013 at 7:15a 62mg/dl. (B)(6) 2013 at 7:14a 55mg/dl. (B)(6) 2013 at 11:36p 245mg/dl. (B)(6) 2013 at 1:41 93mg/dl. (B)(6) 2013 at 6:55a 79mg/dl. Caller states fasting readings are normally 85-105mg/dl. No adverse event reported.